Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead polarity switch occurred from 3 to 4 months ago, and that the lead was set to switch polarity upon exceeding 1000 ohms. The current bipolar lead impedance is 1082 ohms, while the unipolar is 878 ohms, and pacing and sensing thresholds in bipolar and unipolar are very similar. It was also noted that the lead trend showed significant lead impedance variation ranging from 480 ohms to 1700 ohms, and that the lead was oversensing in unipolar. The lead remains in use. No patient complications have been reported as a result of this event.